Event description:
It was reported that the ins (implantable neurostimulator) on the right side had been shutting off. It turned off 5 times starting about 4 weeks prior to the report. The patient was seen on approximately three weeks prior to the report by the hcp (health care professional). Two weeks later it was reported that the exact cause of the event was unknown. The signs and symptoms associated with the event were the return of left hand tremor when right neurostimulator was off. The patient did not require hospitalization as a result of the event and patient outcome was noted as no injury. The right ins was intermittently shutting off. The patient was able to restart using patient access reviewer. When the patient was seen by the hcp three weeks after the first visit, it was stated that the right ins was again intermittently shutting off. The patient was again able to restart therapy using his access reviewer. When the patient was seen by the hcp eight days later, there were no further reports of right ins shutting off.

Manufacturer narrative:
Concomitant products: product ID 748240, serial # (B)(4), implanted: (B)(6) 2002, product type extension; product ID 3389-40, lot # j0214116v, implanted: (B)(6) 2002, product type lead. (B)(4).